Event description:
Abbott lab glucose meter is consistant displaying low blood sugar. From 40 to 95 points lower than calibrated units and lab blood tests. Note: sent abbott labs blood tests, glucose log detailed, offered to have them test blood got 2 meters and replacement strips, both meters read low even with the new strips.